Event description:
It was reported that customer experienced cgm error during use of sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset, and after reset error did not recur and customer successfully started sensor session.